Manufacturer narrative:
The recipient reportedly had a partial insertion of the electrode array during initial implant surgery. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis test revealed nitrogen levels above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.